Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with low lithium battery was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a depleted/low lithium battery. The lithium battery was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This involved a colleague infusion pump with a user interface module master software version 5.01.00.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of a low lithium battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.